Event description:
It was reported that the doctor unpacked and put in the battery in the equipment. 10 minutes later, doctor noticed the smoke. Thus, they take off the battery and noticed that battery is burnt. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided it was observed a device and battery that appear to be melted and corrosion inside of the battery place. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, v95a5f, and no non-conformances were identified. Manufacturing date: 07/07/2021, expiration date: 06/30/2024.